Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that the patient believed her leads have moved or become dislodged. There were no symptoms or further complications reported or anticipated.